Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining accutni (troponin) results above the ami cutoff for one patient sample that was generated by the unicel dxc 600i access immunoassay system. Repeat testing was performed on the original instrument and on an alternate methodology which resulted in the normal reference range. No erroneous results were reported out of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample is li heparin collected in a pst tube. The sample was either centrifuged for 6 minutes at 3800rpm or 3 minutes at 5100rpm. All testing was from the primary collection tube via the closed tube accessing (cta) system. Customer stated that the sample appearance was normal. Qc performed after the erroneous result was within the customer's established ranges. A system check was performed on (B)(6) 2010 and met specifications. A field service engineer (fse) was dispatched on (B)(6) 2010 and performed high sensitivity (hs) system check and a precision run, which met specifications. The fse did not note any issues with the customer's qc or maintenance records. The fse noted that the customer had started using a different centrifuge in the last month and recommended the customer to return to using the larger centrifuge that spins for 6 minutes at 3800rpm. No hardware issues were noted. No clear root cause could be determined for this event.